Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00642. It was reported that the patient was not receiving adequate therapy from his scs system. As a result, the patient's scs system was explanted to address the issue.

Event description:
Device 2 of 2. MFR. Reference report#: 3006705815-2019-00642.